Event description:
As reported per ansm (no. (B)(4)): as reported, on (B)(6) 2024 the patient underwent a bilateral laparoscopic inguinal hernia repair procedure with the implant of two 3dmax mesh (left and right). The mesh devices were secured with a non-bd/bard fixation system. Date of occurrence: (B)(6) 2024. Description of the incident: "severe pain in right testicle, superficial thrombosis of the penis, loss of sensation in left thigh since surgery." The immediate postoperative period was uneventful, with a return to a normal diet that was well tolerated, in accordance with the enhanced recovery after surgery protocol. Given the favorable outcome, he was authorized to return home the same day. Occurrence of an adverse event during the stay: no. Current patient status: neuropathic pain chronic testicular pain on the right side, unexplained chronic urinary tract infections, chronic balanitis leading to circumcision. Depression, continued pain on the right side, like cramps. Loss of sensation in the left thigh above the knee, on antidepressants since (B)(6) 2025. Actions taken in the healthcare facility for the patient's care: nr. This report represents 3dmax large left.

Manufacturer narrative:
As reported, the patient has experienced adverse symptoms post implant of the 3dmax mesh devices. There has been no surgical intervention reported. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complications. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. This emdr represents the 3dmax large left. An additional emdr was submitted to represent the 3dmax large right. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.